Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump was out of medication and it had been alarming every 10 minutes since last week. They went to the healthcare provider (hcp) office today and they were told they had to wait for the intake coordinator to call back. Agent reviewed that the alarm would continue until it was reprogrammed. They were redirected to their hcp to further address the issue. Patient stated they were hurting but their hcp did not want to give them oral medications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.